Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient¿s fungal infection was exacerbated by the lifevest equipment. Patient described the area as a burning sensation under the electrodes and te pads as well as red under the breasts. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse applied anti-fungal powder. Follow up indicated that the skin irritation improved.